Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the issue of, the device failed the occlusion test and did not stop pumping. The unit was triaged and the reported issue could not be confirmed at this time; tested the device pump occluded at 44 seconds. A review of the device history record shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device failed the occlusion test and did not stop pumping. There was no patient involvement.